Event description:
It was reported that during surgery for an anterior cervical discectomy and fusion (acdf) at c5-c7 level, during the final tightening of the screw at the c7 level the screw-driver tip broke off. Surgeon chose two more screw-drivers and the tip broke off on these instrument also. Surgeon used another screw driver and the surgery was completed successfully with no additional time added and no harm to the patient. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
(B)(6). Product investigation summary: three drivers (part 03.617.905) were received with a fractured tip at the laser weld. All three drivers are from the same lot 9242042, which was manufactured on november 25, 2014. Two of the drivers were received with the liberated fragment missing. One driver has a fracture 360 degrees around the laser weld with the driver tip still intact with the universal joint. As the tips broke at the weld, this implies that the end user may have not used the 1.2 n-m torque limiting attachment, which is required for final tightening (per the surgical technique). Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part 03.617.905 is one driver out of multiple options for inserting and final tightening of zero-p screws. The device allows for insertion at difficult angles due to the patient anatomy (typically more cranial or caudial cervical disc levels). The engineer reviewed the associated drawings. Drawings specify a functional laser weld with filler material with a minimum torque requirement of 2+/-0.2 n-m. As the tips broke at the weld, this implies that the end user may have not used the 1.2 n-m torque limiting attachment which is required for final tightening per the surgical technique. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review -- no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.